Event description:
Reporter alleged discrepant blood glucose results of "lo" (< 10 mg/dl) back to back with a result of 438 mg/dl when testing was performed <3 minutes apart on the active system. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.